Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. It was reported that the device involved in the incident was retained by the treating facility and is not available to be returned to the MFR for evaluated. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A male pt in his (B)(6) presented for an angiogram and arterial angioplasty procedure. As reported by the user on (B)(6) 2012, after two successful inflations of the dilatation balloon catheter, the balloon burst while in the pt. The pt was transported to hosp. A cut down in the pt's arm was performed to remove the balloon as the ruptured balloon could not be removed from the access site via a sheath. The operation was successful and the pt was discharged to home with no complaints. There was no report to permanent harm or injury to the pt due to this product problem.